Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump. She could not recall any significant event leading to this alarm. The blood glucose reading was 147 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.